Event description:
It was reported that following the pta treatment procedure, the distal end of the v18 control wire was observed to have damage to the coating material. Following treatment of a lesion in the upper leg using a johnson and johnson sanny balloon catheter, the standard wire was removed and the v-18 guidewire was introduced into the catheter. The initial balloon catheter was then removed and replaced by a sall size sanny balloon and a pta treatment in the lower leg was performed. The wire was then removed to inject contrast media through the balloon catheter lumen. During cleaning, the nurse realized that the coating on the distal end of the wire was damaged. A new v-18 was used and the procedure was successfully completed. No pt injuries or complications were reported.